Event description:
Meter name: one touch ii meter, strip name: unknown, meter code: unknown strip code: unknown, strip storage: unknown, symptoms:no symptoms. A patient reported, that they callled an ambulance and was hospitalized. Their meter allegedly would only prompt clean test area message. The result on their meter was unable to get a blood reading on meter.the result on the ER meter was 20 mg/dl. The time difference between patient's meter and ER meter was: no comparison was performed. Treatment was unknown. No further information has been reported.